Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to lead dislodgement as the lead was found to be pulled back into the superior vena cava during the device changed out. This rv lead was replaced. No additional adverse patient effects were reported.